Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell two of two of peritoneal dialysis therapy. During troubleshooting, it was discovered that a supply bag became disconnected. The alarm was resolved by cycling power to the homechoice device. Proper procedures were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a loose supply bag connection is a known cause of air being introduced into the setup. Should additional relevant information become available, a supplemental report will be submitted.